Event description:
This pt received his third dose of in-fed (100 mg) five minutes later he complained of chills and his temperature went up to 104.3 f from 98.8. Blood cultures were drawn. The physician was notified and tylenol given. The treatment was discontinued and the pt went to the ER but was not admitted. On 9/22/ he was admitted again given 100 mg in-fed and five minutes later he complained of chills. His temp. Went up to 101.7 from 98.1. He refused to continue his treatment and went home. He came back on the 24th and did not receive in-fed. He had an unneventful treatment. The physician changed the pt to a caaa 170 dialyzer and discontinued reuse for this pt.the dr. Later said that the events were related to the in-fed. The pt's chart is now marked that he is alergic to in-fed.